Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information, no additional details were provided and the exact device (model # and serial #) remain unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve, implant in the tricuspid position, had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to tricuspid regurgitation and stenosis. A 29mm transcatheter valve was implanted through the right femoral vein and the case proceeded uneventfully with a successful outcome. No additional details provided.